Event description:
It was reported that during a coronary orbital atherectomy procedure, a slow-flow event occurred. There were two lesions located in the proximal and mid left anterior descending artery (lad). The first lesion was 85% stenotic and 33mm in length. The second lesion was 95% stenotic and 38mm in length. The physician used a 6f introducer sheath, 6f guide wire and a 6f cordis guide catheter from a femoral approach to access the lesions. The guide wire was then exchanged for a csi coronary viperwire guide wire, and a csi 1.25 coronary orbital atherectomy device (oad) was loaded onto the guide wire. The physician successfully completed two runs at low speed and two runs at high speed to treat the proximal lad. He then completed four runs at low speed in the mid-lad. A post-atherectomy angiogram revealed persistent slow flow, which the physician resolved with 100 micrograms of nitroglycerine and 18 milligrams of integrelin. He then performed two balloon angioplasty inflations @ 14atms. He followed up angioplasty with placement of two xience xpedition stents. The patient experienced minor shoulder pain during the procedure, which had been remedied using heat and ice compression to the head/neck for comfort.

Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Device discarded by facility.